Event description:
Our first ultrasound device failed, so sonosite sent us a replacement engine. Once installed and ER dr tried using the device, it failed with error "p: error interrupt, c:19830, d: actl slave intstatus (0x80000000), 31: during imaging, long-term average dynamic bower is higher than max for..." Sonosite was contacted, and they shipped another engine. Once installed and while being verified by biomed tech, the engine failed with the same error. Manufacturer response for ultrasound, sonosite x-porte (per site reporter): first time they shipped a replacement, now they said they are shipping another part that goes along with it to check and see if the problem persists.